Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the caster arm (walking beam) is bent inward on the left hand side.